Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that half of the bd venflon¿ pro safety peripheral safety IV catheter needle broke off during use and remained in the patient while removing it from the injection site. The broken needle half was fully removed from the patient and discarded in the sharps bin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "¿I was cannulating a patient and the needle within the cannula snapped when I pulled the cannula back to put the vacutainer on." "The staff member reports that the cannula had been fully inserted, she had started to withdraw the needle when she heard a strange sound and realised that only half of the needle had been withdrawn, the other half remained in the patient. The cannula was fully removed at this point and discarded in sharps waste stream."

Manufacturer narrative:
Investigation summary: eleven representative samples were received by our quality team for evaluation. Upon visual inspection of the samples no broken cannulas or catheters were observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation a root cause could not be established.

Event description:
It was reported that half of the bd venflon¿ pro safety peripheral safety IV catheter needle broke off during use and remained in the patient while removing it from the injection site. The broken needle half was fully removed from the patient and discarded in the sharps bin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "¿I was cannulating a patient and the needle within the cannula snapped when I pulled the cannula back to put the vacutainer on." "The staff member reports that the cannula had been fully inserted, she had started to withdraw the needle when she heard a strange sound and realised that only half of the needle had been withdrawn, the other half remained in the patient. The cannula was fully removed at this point and discarded in sharps waste stream."